Event description:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). In a follow up visit to the facility, the b. Braun service technician was on site on (B)(4) 2013 and performed inspection of the machine and did not find any issues with the function of the machine. The technician discussed the incident with the charge nurse to obtain additional information about the reported event and she said that she would send him a report as soon as she had it completed. All available information has been forwarded to the actual manufacturer, b. Braun (B)(4). The trend files for the actual device have not been received at this time and the investigation is ongoing. A follow up report will be provided when the evaluation results become available.